Manufacturer narrative:
The customer advised that this issue occurred before the patient was connected to the system so there is no patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the flow control valve was not opening causing an inability to mechanically ventilate. The flow control valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not ventilating as expected during a case. There was no report of patient injury.